Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0p3s7, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer and health care provider (hcp) reported that the patient's implant was removed due to infection on (B)(6) 2015. The patient first started experiencing infection symptoms on (B)(6) 2015. The diagnostics performed was a wand culture and it came back as mrsa. Both the implantable neurostimulator (ins) and lead were explanted and the patient did not have the implant anymore. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.